Manufacturer narrative:
The technician isolated the left user control module, disconnected and then reconnected the user control module as per the specification, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that knee up function is experiencing unintentional movement.